Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked. The event occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4. H6 (update codes), h11. H4: the lot was manufactured between 09/06/2023 to 09/07/2023. H11: the device was received for evaluation. Visual inspection was conducted, and the reported issue of leakage was not easily identified. Functional testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause of a leak was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.